Manufacturer narrative:
Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Analysis of the returned device found that the subject guidewire was returned broken/fractured in 2 segments and kinks also were noted from the proximal end. Functional testing could not be performed due to the condition of the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the dfu, continuous flush was set up and maintained throughout the clinical procedure and details of the patient¿s anatomy was unknown. The reported complaint was confirmed based on product analysis. The subject guidewire was returned broken/fractured in 2 segments and kinks were noted. The condition of the returned guidewire suggests that excessive torque and manipulation during the procedure resulted in the event. This complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors will be assigned to the reported event and the analysed.

Event description:
It was reported that during ais (acute ischemic stroke) treatment, the tip of the subject guidewire was cut off. The microcatheter was used to remove the detached tip from the patient. The procedure was completed without clinical consequences to the patient.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during ais (acute ischemic stroke) treatment, the tip of the subject guidewire was cut off. The microcatheter was used to remove the detached tip from the patient. The procedure was completed without clinical consequences to the patient.